Event description:
The pt's mother reported that she had to call an ambulance because her son's blood glucose results was 30 mg/dl. She said that the emergency medical technicians got his blood glucose result to 48 mg/dl and then left. She did not provide details of the treatment they provided. She said that he had an appointment that day with endocrinologist.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributes to low blood glucose. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." And "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death" it advises, "to treat hypoglycemia (low blood glucose): any time your blood glucose is low, treat it immediately, check it every 15 minutes while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high. If blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Check blood glucose again after 15 minutes. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed for guidance. Repeat step 2 and 3 until blood glucose is within the bg goal. Investigate possible cause for hypoglycemia to avoid similar problems in the future.